Event description:
During routine testing of the device at the service center, the service technician reported the hook knob was missing from the calibrator. This calibrator was originally returned for repair of a "cf" error when the hook knob was found to be missing. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.